Manufacturer narrative:
The medical device manufacturer was incorrect in manufacturer name, city and state and MFR site for this issue. MDR number 1415939-2017-00181 has been submitted and all further information will be documented under that MDR number. This report is a correction.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated ca125 results while using the architect i2000sr analyzer. The following data was provided (u/ml) ca125 3500 u/ml, result from last month 9800 u/ml the patient had previously undergone surgery for ovarian cancer and was undergoing chemotherapy. Tests were performed for follow up observation of the patient. No impact to patient management was reported.

Manufacturer narrative:
Describe event or problem should have stated architect ca125 reagent instead of architect i2000sr analyzer. The suspect device is the reagent. An evaluation is in process.

Event description:
The customer observed falsely elevated ca125 results while using the architect ca125 reagents. The following data was provided (u/ml). Ca125 3500 u/ml, result from last month 9800 u/ml. The patient had previously undergone surgery for ovarian cancer and was undergoing chemotherapy. Tests were performed for follow up observation of the patient. No impact to patient management was reported.